Manufacturer narrative:
(B)(4). Date sent to FDA: 01/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to FDA: (B)(6) 2021. Additional information: h4, h6. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. In (B)(6) 2018, the patient was urine continent, but still had pain in pelvic floor and in the right side down on the nates. In (B)(6) 2018, the patient had pain problems with the hip and femur, which pulled in the lower back and down on the femur, and the patient was referred to the orthopedic surgeon, who found nothing. The patient experienced little bleeding and bad smell from vagina after intercourse. In (B)(6) 2018, the patient underwent a procedure to remove any eroded mesh, but the doctor did not see any obturator mesh pieces. Additional information will be requested.